Manufacturer narrative:
(B)(4). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. Based on the information provided the most likely root cause is patient condition due to possible early healing of the osteotomy. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported that the screws pulled out during activation of the distractor possible due to early healing of the osteotomy. The screws were removed and replaced.